Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood/body fluid in helix housing and tip region, which is expected for this type of lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to high impedance and high thresholds. This lead was also noted to have exhibited helix retraction issues. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.